Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise, reproducible with arm movement. The lead was capped and replaced successfully on (B)(6) 2016. The patient remained stable during and after procedure, no complications.